Event description:
Lead explanted due to high threshold. During explant, physician noticed insulation damage under the suture sleeve. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 70 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is4 connector pin was not returned. An extraction aid was found on the fragment. The analysis revealed additional cuts into the insulation, which most likely resulted from the extraction procedure. However, a thorough analysis of the returned lead fragment did not show any deviations which might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.